Manufacturer narrative:
A customer from (B)(6) notified biomérieux of misidentification results for several proficiency samples when testing with the vitek® ms instrument (reference 410895). An investigation was performed. Investigation findings: the system was not operational during the tests. The fine tuning indicators acceptance criteria were not good during the tests (status low: fix fine tuning is due). Following this issue, the system was fine tuned on (B)(6) 2017. Based on the analysis of the data obtained from calibration spots, the sample preparation was not optimal. Results interpretation: for the actinotignum urinale and c. Auris samples, the vitek ms worked as intended, as it gave "no identification" for both. These results are correct as actinotignum urinale and c. Auris are not included in vitek ms kb v3.0 clinical. For sample (B)(6): vitek ms result = elizabethkingia meninogseptica expected ID = elizabethkingia anophelis. Elizabethkingia anophelis is not included in the vitek ms knowledge base v3.0. The identification issue could be due to vitek ms system limitation mentioned in the vitek ms knowledge base v3.0 user manual clinical use - 161150-556 - b : "testing of species not found in the database may result in an unidentified result or a misidentification." For sample (B)(6): vitek ms result = paenibacillus durus expected ID = mycobacterium smegmatis. As the expected identification is mycobacterium smegmatis, the specific protocol for mycobacteria has to be followed. If this protocol (specific inactivation phase and specific extraction phase) was not followed, it could explain the result obtained. A retest should be performed if needed. Probable causes: non optimal fine tuning (for mycobacterium smegmatis and elizabethkingia anophelis samples). Non-optimal spot preparation and system limitation (species not included in the vitek ms knowledge base v3.0 clinical for elizabethkingia anopheles.

Event description:
A customer from (B)(6) notified biomérieux of misidentification results for several proficiency samples when testing with the vitek® ms instrument (reference 410895). The customer tested five strains for an annual proficiency check, and two of the five strains provided discrepant results. The results were as follows: strain 1: actual ID = no ID, expected ID = actinotignum urinale. Strain 2: actual ID = elizabethkingia meninogseptica, expected ID = elizabethkingia anophelis. Strain 3: actual ID = paenibacillus durus, expected ID = mycobacterium smegmatis. Strain 4: actual ID = aggregatibacter aphrophilus, expected ID = aggregatibacter aphrophilus. Strain 5: actual ID = no ID, expected ID = c.auris. There is no indication or report from the laboratory that the discrepant results led to any adverse event related to any patient's state of health. There are no patients associated with these proficiency samples. A biomérieux internal investigation will be initiated.